Event description:
During a ptca / stenting tratment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at an unspecified pressure on the first inflation. The lesion being treated was in a tortuous right coronary artery, distal to a previously placed stent. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of another stent. When inflated, a portion of the balloon was inside the previously place stent. The maverick2 monorail balloon was removed with difficulty, and replaced with a quantum maverick balloon and the lesion was pre-dilated. A taxus stent was placed and the procedure was successful completed. No patient injuries or complication were reported.